Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the contact as over 4000k. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who just got implanted with a neurostimulator. It was reported that the rep did an implant on the day prior to the report in which they lost communication with the tablet/device. They inserted in new batteries in the ctm and communication was restored. The rep then stated that intra-op impedances for electrodes 0-7 lead showed two contacts as ¿avoid¿ and electrodes 8-15 lead showed three contacts as ¿avoid¿ (toward the bottom of the lead). The rep stated that the physician removed and reinserted the lead and impedances remained the same. The lead was removed, wiped down, reinserted it again and impedances were still the same; the rep stated that they heard the leads torque down. Programming was attempted in post-op when another rep noticed oors and that the intensity was set high, but the patient wasn¿t feeling any stimulation. Then, cs ran impedances once (unknown if different reference electrodes were checked) and 8-15 showed all green but 0-7 showed contact 0 was fine. The rest were "do not use". They were also able to capture bilateral coverage with functioning lead/contacts. There were no further complications reported or anticipated.